Manufacturer narrative:
The customer reported that the handle cover fell off the light head laser and into the sterile field during a case. No impact to the patient was reported. A trumpf medical service technician inspected the surgical light lamphead; however, the handle cover involved in the incident could not be located by the customer. No defects with the retaining button on the laser mount were identified. The handle assembly was replaced as a precaution. The device functioned as designed. Based on this information, no further action is required.

Event description:
The handle cover of a trumpf medical surgical light head laser fell into the sterile field during surgery. No injuries were reported.